Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl, at the time of incidence. Customer reported cannula was bent. Customer reported that the insulin pump wasn¿t alarm for insulin flow block alarm. Customer did not wanted to troubleshoot for high blood glucose level. Customer did the high pressure test and it was passed. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.